Manufacturer narrative:
On 5/20/2019, mentor became aware that the both implants were not ruptured. Patient contacted mentor to indicate that MRI results showed that the devices were intact. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: as of now there is no information regarding the explant or reoperation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent primary breast augmentation with 300cc mentor memorygel breast implant. Patient started to have excessive sweating with a grey color discharge, chronic pain on both shoulders and both arms, mouth and teeth issues, the right eye twitches, both eyes have experienced vision loss, and memory fog. On (B)(6) 2019, the doctor did an ultrasound that confirmed that both breast implants are ruptured. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This report is for the patient¿s right-sided device.